Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. D4 batch #: p9ac6x. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a gen11. During functional testing on gen11 an alert screen was displayed, and noises were heard inside the shrouds. The blade tip was not broken off as reported by the customer. The device was disassembled to inspect the internal components and it was found the blade and transducer were not properly assembled, this caused the device to be not functional. Our manufacturing process has been identified to be the possible cause of the blade and transducer are not being properly assembled causing the device to not be functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the tip broke apart after several activations.